Manufacturer narrative:
(B)(4). To date, the shunt remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via clinical research, that a female, (B)(6) patient had an implant of a baerveldt shunt, model bg102-350 (B)(6) 2012. On (B)(6) 2013, at the 7 months post-operative visit, the patient had developed optic neuritis and uveitis. The patient was treated with oral steroid. On (B)(6) 2014, the patient had recovered from the events with sequel (decreased visual acuity). Pre operative best corrected visual acuity (bcva) was 1.0. At 6 months from the implant, it was 0.6. After developing optic neuritis and uveitis bcva went down to hand motion. Patient was taking steroid orally, visual acuity was once recovered up to 0.3. At the patient's latest visit, on (B)(6) 2015, the patient bcva was light perception. The patient's interocular pressure has been stable. No further information was provided.

Manufacturer narrative:
Visual inspection of the shunt was not performed as the shunt remains implanted to date. The reported complaint could not be verified. Manufacturing records were reviewed and the shunt was manufactured according to specifications. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. Sterilization records were also reviewed and there were no non conformances with respect to the sterilization process. The complaint related associated test is the limulus amebocyte lysate (lal) test results of the samples from the sterilization batch show the amount of endotoxin meets specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.